Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a patient's family member manipulated the tamper button while chemotherapy was infusing and ran it at a faster rate, finishing the chemotherapy earlier than expected. The nurse had locked the pump and the family member allegedly watched the locking and unlocking process to change the rate of the infusion.